Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a critical pump error and damage from the insulin pump. The customer's blood glucose reading was unknown. The customer reported a crack on the backside of the pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image alarm and broken force sensor error alarm was found in the formatted history file; the problem was isolated to the force sensor. The motor flex cable was found to be incompletely plugged in during our visual inspection. Unable to perform self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test and active current measurement test due to critical pump error open book image alarm. The insulin pump had scratched case, case cracked behind the pump near the battery compartment, serial number label faded, keypad overlay peeling, pillowing keypad overlay and minor scratched lcd window.